Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.the review of the sterilization paperwork verified that this lot met all pre-release specifications.(B)(4).according to the gore® dryseal sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to infection.

Event description:
On (B)(6) 2014, the patient underwent the endovascular procedure using gore® excluder® aaa endoprostheses and gore® dryseal sheaths. It was reported that the left femoral cutdown and arteriotomy have been done. During the initial procedure, the coil embolization on the left side was performed. The patient tolerated the procedure. On (B)(6) 2014, the patient exhibited an infected incision. On (B)(6) 2014, a drainage procedure of the left groin was performed. It was reported that no infection was present at the time of the implantation. The infection was discovered several days after implantation. Following the drainage procedure, the patient is doing well.